Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a black screen, had a missing battery cap, and the whole pump was filled with water. The customer¿s blood glucose level was 70 mg/dl and lower at the time of the incident. The customer was hospitalized after they had a low while walking their dogs, and fell into a body of water. The customer experienced low symptoms such as loss of consciousness. Troubleshooting was not completed. The customer was also pregnant at the time of the incident and suffered hypothermia due to the cold water. The insulin pump will not be returned for analysis.